Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since probably (B)(6) 2018, the patient¿s ins has not been working for them. The patient reported that the ins caused severe pain. The patient is having the ins removed on (B)(6) 2019. No further complications are anticipated.